Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The 80% stenosed lesion being treated was located in the mildly calcified, severely tortuous proximal left anterior descending (lad) artery. The lesion was predilated with a 2.5x15 mm maverick balloon, inflated to 6atms for 30 seconds. The 3.50x24 mm taxus liberte drug eluting stent was placed. The physician experienced difficulty crossing the lesion. A distal dissection was noticed. The physician attempted to place a 3.50x12 mm taxus liberte drug eluting stent to correct the dissection, but could not cross through the previously placed stent. The procedure was completed with a 3.00x12 mm taxus liberte drug eluting stent. No patient complications were reported. Patient status reported as "good". This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.